Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The unit passed all functional testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing with no discrepencies noted. Internal inspection resulted in no findings. The color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed gray horizontal bars and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.